Event description:
It was reported that during a procedure, when using the product and when the patient's abdomen was filled with carbon dioxide, gas escape from the trocar, resulting in a rapid loss of abdominal pressure. It was noted that the balloon would not inflate. All parts of the trocar were confirmed to be correctly positioned, and no carbon dioxide leaked from the port when a laparoscopic instrument was inserted. The issue was resolved by replacing the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.